Event description:
Aspiration needle was being used in the lung, completed three passes in station seven lymph node. While removing needle from scope on pass 1 of station 4, the needle was noted by the endo registered nurse (rn) to not have a sheath protecting the needle. The endo tech confirmed entire sheath was missing from needle. Doctor notified, and stated "I can see it right there, can I have some biopsy forceps?" Rn then confirmed after the doctor removed the scope from the patient that the sheath was sticking out of the distal end of the scope. Rn removed the entire sheath from the distal end of the scope. Tech replaced sheath on needle to confirm all sheath was there and nothing broke off in patient. Needle was placed in biohazard bag and given to supervisor.